Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 at which time the same lead was repositioned which resolved the reported issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving effective pain relief from her scs system. As such, the patient may undergo surgical intervention to address the issue.